Event description:
Event description guidant received information that this atrial lead had impedances greater than 2500 ohms. Measurements for pacing and sensing were not able to be obtained. Two lead fractures were confirmed with x-ray. The location of the fractures are under the sub-clavian. The doctor was concerned that this model lead fractures too easy.